Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger b3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated when they recharge the implanted neurostimulator the panel battery (agent understood that patient was referring to the rely box) is overheating/getting warm. Patient stated that the paddle will not find the implant and the remote will die, and they will not be able to finish the charge. Patient stated the controller will go to terminated and stop charging before the battery is fully charged. Patient mentioned their old implant would charge fully and only use 50% of controller battery and that is not the case anymore. Patient mentioned that they are at work and do not have their "recharging system." Agent was unable to walk patient through any troubleshooting steps. Patient stated that they will call back tomorrow with all of their equipment. Agent asked patient if any of the external equipment was replaced at the surgery and patient said they got a whole new kit with a recharging paddle and remote. Patient called back and stated previous information documented in this case. Patient stated the paddle would get warmer than usual when charging the implant and if the implant was at 40 or 30 and the controller was at 90 or 100 the controller would completely 'die'. Patient noted when they would get to 100 they wouldn't get the notification that charging was finished (agent understood this as implant). Patient also stated the controller would become warm when charging the implant and that the controller was dying way too soon. Patient also reported their recharging belt was almost completely tearing apart. Patient was escalated during the call. Agent reviewed information that patient services would replace the recharger first; agent walked patient through resetting the controller. An email was sent to repair to replace the recharger and belt.

Event description:
Additional information was received from the patient (pt). Pt called back stating they were sent a new rtm but they needed a new controller because every once in a while it can't find the ins while charging the ins and when nothing was plugged in. Pt got no device found most of the time when nothing was plugged in and when adjusting stimulation, they would get no device found even though the ins had charge to it, sometimes pressing try again would find the device. Also when recharging the ins the controller would be at 100% and the ins would be at 30% battery and during ins charge it would use their entire controller battery. A controller was sent.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot#/serial# (B)(6), product type recharger. Product ID m943899a, lot#/serial# unknown, product type accessory. Product ID 97745nt, lot#/serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot# serial#: (B)(6), product type: recharger, product ID: m943899a, lot# serial# unknown, product type: accessory, product ID: 97745nt, lot# serial#: (B)(6), h3: analysis found recharger relay box gets hot when trying to charge implantable neurostimulator (ins). Device charged for 10 mins great and then got a batteries low replace controller batteries soon message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.